Event description:
New information received on 27 feb 2020, indicates that programming changes were made. A chest x-ray was performed, and no anomalies were seen.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-01349. It was reported that the patient presented in clinic with over-sensed noise on the right atrial and right ventricular leads. No resolution was reported, and the patient was to be monitored. The patient was stable.